Event description:
The bronchovideoscope was returned to the service center. During inspection of the device, the distal sheath adhesive peeling off was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the detachment of the distal adhesive malfunction: cause traced to a stress problem; expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.